Manufacturer narrative:
(B)(4). Date of event: at the time of this report, the date of the event is unknown. (B)(6). Customer did not request for a field service specialist visit to the site. Only an accessory exchange was requested. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported breakage of cable isolation with an ellips fx phaco handpiece and pulled off the device from using. Customer observed breakage on another handpiece at the point of connection with handpiece body. It was reported that the personnel were precisely instructed how to handle all amo's equipment and phaco accessories (sterilization process accordingly to product manual and amo's instruction for use) and to strictly adhere to apply required protocols and processing recommended by amo. This report pertains to the second handpiece. A separate report will be submitted for the first handpiece issue.